Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-sep-2019, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient and the healthcare provider (hcp) were debating on whether the implant was working or not. The hcp thought the lead might have come loose. The patient stated that the implant had never worked like they thought it would. The patient had met with a manufacturing representative to do more programming adjustments and they met with their hcp for 2 shots in their tailbone, but it didn't help relieve symptoms. The stimulation might not be working right and they had therapy concerns. No further complications were reported or anticipated.